Manufacturer narrative:
D10 concomitant products: unk dy - dialysis unknown, lot# unknown literature events: author: vineet behera1 / giddaluru gireesh reddy2 / c. G. Shreedhara2 / a. Kishan2 / kapil kalra1 / r. Ananthakrishnan1 /j. Subramaniam3 / j. Balasubramaniam3 title: an improvised cost-effective repair technique for management of broken luer connections of tunneled dialysis catheter and salvage existing catheter: vineet behera, 2024, seminars in dialysis source: seminars in dialysis, 2024; 0:1¿4 / https://doi.org/10.1111/sdi.13199 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature source of study, the patient had an unknown palindrome (23cm) catheter in place for hemodialysis. Complications related to the placement of this catheter included that within the first 8 months of placement there was an episode of exit site infection which was managed with oral antibiotics. The patient was in stable condition on dialysis.

Event description:
According to the literature source of study, the patient had an unknown palindrome (23 cm) catheter in place for hemodialysis. After approximately 14 months placement, during dialysis, there was a crack in the luer adapter (arterial red port) with leakage of blood. The blood loss was insignificant, and the catheter continued to flow well with no issues or patient complications. Because of a lack of commercially available repair kits the broken red leur lock with tubing was exchanged with the "similar red luer lock of a non-tunneled dialysis catheter of the same make." The patient continued to use the repaired catheter with no leakage, catheter dysfunction, or any evidence of infection. There was no reported patient injury related to the luer adapter crack and repair. An improvised cost-effective repair technique for management of broken luer connections of tunneled dialysis catheter and salvage existing catheter: vineet behera, 2024, seminars in dialysis.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that the submitted photos noted one palindrome catheter, with a cracked arterial luer adapter. The placement of the crack suggests it was created by overtightening the adapter. Overtightening the luer adapter can cause excess stress on it which can lead to cracks/breaks in the material. It was reported that the luer adapter was leaking and cracked. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.